Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. No image(s) and/or video clip(s) associated with this reported event were reviewed. Section a2: patient information age: reflects the study mean age of the patients in the robotic group. Section a3a- patient gender represents all of the patients in the robotic group. Section b7: the patient's medical history is updated per the majority of the patient's characteristics in the robotic group cohort. Section d: the procedures in the article were performed on da vinci xi systems. Section e - the event site is recorded based on the location of the first author's associated hospital. While the exact site is unknown, this designation is considered an appropriate substitution. Section e: since this article was identified during a literature review by isi, rather than reported by the site, the corresponding author is designated as the initial reporter of the event. Citation (apa): feasibility and outcomes after robotic-assisted sigmoid vaginoplasty 10.1016/j.urology.2025.06.003 sljivich-2025-feasibility and outcomes after r.pdf. Https://doi.org/10.1016/j.urology.2025.06.003.

Event description:
A review of the article reported the following adverse events. Two patients experienced hyperemesis, one requiring nasogastric tube placement and IV fluids. Two patients were transfused with packed red blood cells postoperatively for symptomatic anemia. One patient developed wound dehiscence within the first week postoperatively; they received wound care and closure at bedside. Two patients required revision of the sigmoid-skin anastomosis due to re-stenosis.